Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the capture management graph shows a threshold that is "all over the place". The device did not allow the capture management test to start when attempting it in the office. Capture management was turned off. The device remains in use. No patient complications have been reported as a result of this event.